Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had touch screen malfunction. There was no patient involvement and no harm reported. The getinge field service engineer (fse) discovered error after the software update when they wanted to carry out moderate maintenance on the routines. The defective touchscreen replaced (0160-00-0123). Functional check, device test carried out, everything ok.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after the software update when they wanted to carry out a moderate maintenance on the routines . The cardiosave intra-aortic balloon pump (iabp) touchscreen configuration could not be configured and the touchscreen controller device displayed electrical test error 6. There was no patient involvement.